Event description:
The customer contact reported a disconnection. The customer contact reported that the removable clave port of the extension tubing set disconnected from the winged female adapter on the tubing set and solution leaked. No specific details were provided. It was reported that the removable clave port does not tighten to the winged female adapter when the clave port is twisted onto the female adapter. There were no reports of adverse patient effects and no reported delay in therapy critical for the patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.